Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
A manufacturer representative reported that the patient's trial lead was implanted on the day of the report. Intra-op the patient was feeling stimulation in the correct location but the doctor noted that the leads were further apart than normal intra-op. Post-op the patient was only getting frontal stimulation and not getting back coverage. The patient was brought back into the operating room and they moved the leads closer to each other. When the patient was programmed in the recovery unit the coverage had moved to their back area and back of their legs where they needed the stimulation.